Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -position head. Telemetry was intermittent. After rebooting the programmer, telemetry could not be re-established. A surface ECG revealed that the device was pacing at the programmed base rate. The device was explanted and replaced.